Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed the luer plate is dislodged from the chassis and pushed into the back end of the instrument. The chassis feature that retains the luer plate is not damaged, suggesting the dislodgement occurred due to the housing coming off. Engineering believes the housing came off due to mishandling. Engineering also observed the main tube has two distinct sections with material removal. One section is directly above the proximal clevis, and the other is roughly 4.5 inches above the proximal clevis. They are offset by 90 degrees from each section. Both damaged areas are parallel to the tube axis, and has a rougher surface finish than the rest of the tube. The wear pattern is typical of damage caused by a cannula accessory. No other damage was found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that the housing from the maryland bipolar forceps instrument came off. No additional info was provided. No pt harm, adverse outcome or injury was reported.